Event description:
Resp. Therapist obtained a needlestick while attempting to pull the shield over the needle. Needlestick occurred while trying to cover the needle. Review of trends indicates there are no other issues with regard to this production lot number.